Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels of 27 or 28 mg/dl. The customer had been vomiting prior to the event. It was stated that the customer had been very negligent in testing his blood glucose and bolusing, weeks prior to the event. When he would bolus, he would only give 50% of the recommended bolus for fear of experiencing hypoglycemia while he was at work. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and displacement tests. Found several no delivery alarms in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.